Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in a catheter was confirmed. The product returned for evaluation was one 4 fr powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the 10 cm depth marker. A fibrin sheath was observed in the surrounding area of the split, so the surface around the split did not appear shiny. The catheter split contained other physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported broken catheter 20 cm from exit-site. Wet dressing detected during infusion. Removed catheter found fissure 20 cm from exit-site. Catheter secured with secur-a-cath and glue on exit-site. Incident occurred during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported broken catheter 20 cm from exit-site. Wet dressing detected during infusion. Removed catheter found fissure 20 cm from exit-site. Catheter secured with secur-a-cath and glue on exit-site. Incident occurred during use. No other information was provided.